Manufacturer narrative:
B3: unknown; no information has been provided to date. H3: one device was received for evaluation. The service history review identified no related previous repairs. Visual inspection was performed, and a cracked downstream occlusion (dso) seal was identified. The dso seal was replaced.

Event description:
The customer returned the product for error with downstream occlusion seal, and replacement needed. During device evaluation, a cracked downstream occlusion (dso) seal was found. There was no patient involvement.